Manufacturer narrative:
The report event of failure to interrogate was confirmed. The report event of device reset was not confirmed. Upon received, the device was not able to communicate with the programmer thus it was unable to capture the device image. The investigation indicated device was above eri upon received. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal. The cause of the device reset, and lack of communication could not be determined.

Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup (bvvi) with power on reset (por) and high voltage therapy disabled. Additionally, it was not possible to interrogate the device. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The report field event of failure to interrogate was confirmed. It is suspected the device was exposed to MRI thus resulted in loss of telemetry. Product code was reloaded, and the device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal.